Manufacturer narrative:
The instructions for use (IFU) lists cardiovascular injury that may require intervention (including perforation or dissection of vessels, ventricle, myocardium or valvular structures, annular tear or rupture) as a potential risk associated with the overall tavr procedure. Aorto-cardiac or intra-cardiac fistulas and shunts are relatively rare but can result from endocarditis, tissue trauma or rupture of cardiac aneurysms. They have been reported as a rare complication following surgical or transcatheter aortic valve replacement. This type of defect in the cardiac tissues or aortic wall can result from trauma during percutaneous aortic valve implantation, additional in-valve balloon dilation on a heavily calcified native aortic valve, or tissue erosion over time from calcified vegetations or the valve frame. Percutaneous or surgical closure of paraprosthetic leaks may be required to close the communication. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest/indicate in addition to the procedure itself, patient factors (bicuspid aortic valve, valvular calcification, severe mac) may have contributed to the vsd and subsequent occluder implant. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Reference for article: codner, p., vaknin-assa, h., perl, l., talmor, y., orvin, k., hamdam, a., saguie, a., assali, a., shapira, y., sharoni, r., kornowski, r. Management of an iatrogenic vsd after tavi in a patient with bicuspid severe aortic stenosis. Pcr congress (17, 18 and 19 november ), london. Https://www.pcronline.com/cases-resources-images/resources/course-videos-slides/2019/tavi-management-of-unusual-complications.

Event description:
As reported by our affiliate in (B)(4) and through a pcr congress presentation, ¿management of an iatrogenic vsd after tavi in a patient with bicuspid severe aortic stenosis¿, a 29mm sapien 3 valve was deployed in the aortic position via the transfemoral approach. Post-tavi, transthoracic echocardiography showed an iatrogenic ventricular septal defect (vsd) below/under the tavr valve w/systolic left to right and diastolic flow resembling aortic regurgitation (suggesting an aortic to lvot fistula joining the vsd). There was normal function of the prosthetic aortic valve and an improved lvef 40%. Mild rv dysfunction with moderate tr and dilated inferior vena cava. To close the vsd, an amplatzer tm muscular vsd occlude 8mm was successfully implanted. Toe showed a significant reduction in the severity of the shunt. Patient recovered uneventfully, developed hemolytic anemia but his functional capacity had certainly improved. The native bicuspid annular area measured 704cm2. The sinus of valsalva measured 36mm, 39mm and 42mm. The degree of valvular calcification was reported to be ¿ca++¿.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.